Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump failed to alarm for air in line. The issue was discovered by the clinician when the IV pump alerted that fluids were complete. Upon entering the room and observing the tubing, air bubbles were noted through the tubing, starting above the pump and reaching to the patient. Pump had not alarmed for air in line as expected. The clinician was unsure if or how much air might have reached the patient. The patient was in stable condition with no obvious signs of harm from event.